Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the occlusion alarm re-occurred after troubleshooting. The customer reverted to manual injections for insulin therapy. Customer reported blood glucose level ranged from 250-350 mg/dl.